Event description:
The following info was provided by the cook area rep based on comments made by the user: the forceps are stretching and tearing the tissue causing a hematoma. The physician used another device to complete the procedure. Intervention was not required in response to this observation. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: the product was returned to our approved supplier for eval. Based on their eval we can provide the following; the device was evaluated under magnification with no abnormalities observed. Alignment of the teeth met spec. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura serrated jumbo forceps with spike are subjected to a visual insp and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. The likelihood of this type of report is rare. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.